Event description:
It was reported during the implant procedure that the physician had a hard time advancing the leads over the wire. He reported 'it felt like the lead was sticking or hanging up on something.' Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, a visual inspection revealed that the outer insulation was pulled apart (overstress). A visual inspection showed no defects.